Event description:
In 2008, the lay user/ patient contacted lifescan alleging a battery issue with the onetouch ultra meter. The medical affairs specialist (mas) was able to correspond with the patient by telephone on the same day. The customer was unwilling to provide more information. The mas classified the complaint based on the short information obtained from the patient and according to customer care advocate's (cca) documentation. The patient was unwilling to provide the information of when the issue first began and as a result whether she made any changes to the diabetic medications. On that day, in the morning, the patient reportedly experienced symptoms of "high" which was after the reported issue. It is not known whether she treated herself to relieve her symptoms. It was noted that the patient reportedly took no diabetes treatment actions following the issue and did not receive/ require any medical treatment or intervention for the diabetes. The patient reportedly was not tested on any other meter. During the troubleshooting, the cca noted that this was not a new product and the patient did not replace the batteries per the owner's manual. During the call, the patient mentioned to the mas that the meter is working fine after she replaced the batteries. This complaint is being reported since the patient reportedly experienced symptoms of high after the reported issue began with the subject meter.